Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited no capture in unipolar mode and high thresholds. After review of remote monitoring alerts, a theatre review was performed. The lead appeared to be dislodged after x-ray, echocardiogram and intraoperative testing were performed. The lead wax removed from service and replaced without further incident. No additional adverse patient effects were reported.